Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reason for return of noise could not be reproduced. Analysis results, including thermal and mechanical stressing, indicated normal device characteristics. Visual examination of the device found body fluids in the connector area. Both septums were damaged. Blood could infiltrate through the damage septum holes. The dimension of both connector tops was measured and the resulted indicted normal device characteristics.

Event description:
It was reported that the device exhibited noise on the theatrical channel and body fluids were noted in the header.